Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The failure mode could not be determined. The buckled needle strip condition is typically caused by the device skiving under thick tissue or disorting distally under the jaw. The distal end of the nitnol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating (instrument) was returned (line ID: (B)(4)/batch 70250). Confirmed the needle strip thickness and width dimensions to be within specification. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair procedure, during suture passing, the surgeon completed two passes on the medial row and when he pulled out the scorpion, he noticed that the tip of the scorpion needle (lot: 10176347, (B)(4)) was missing. A search for the broken needle tip was unsuccessful and the tip is unaccounted for. No x-ray was or will be performed to confirm whether or not the needle tip is in the patient. The rep confirmed that the scorpion (lot: 70250, (B)(4)) was clamped securely on the tissue during passing and there was no contact with bone or cannula. Patient is a male, (B)(6).